Event description:
Anvil purestringed; nurse accidentally unplugged system. System turned on, and said replaced dlu. Dlu replaced. As md inserted cartridge into patient and advanced trocar, it only opened to 27.4. Checked to assure it was fully open, and proceeded. Anvil attached, closed device easily to 5.0 continued and device stopped at 4.3. Opened device fully and closed to 4.3 and it froze. Used manual release to free anvil. Release was jammed at dlu. Converted to open case.